Event description:
Customer reported experiencing cgm error 42 multiple times on the pump in the past 24 hours. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump under warranty, and the customer will continue using the current pump as backup therapy. Customer was instructed to return the problematic pump using a pre-paid label within 10 days and confirmed understanding of putting the pump into storage mode before returning it.